Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the physician observed an abrupt increase of the battery impedance on the battery curve. Questions were raised on the estimated residual longevity of the subject pacemaker.